Event description:
Patient originally participated in an investigational device (ide) study of the acadia motion preservation device at another hospital but patient continued to have ongoing pain and device was explanted at our facility.